Event description:
It was reported that signal loss with unknown duration occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced signal loss for an unknown duration of time. The day of the event the patient was at the store when he lost consciousness because of a hypoglycemic event. At the time the patient lost consciousness the cgm (continuous glucose monitor) device was not displaying any values due to the signal loss. An unknown time before the patient lost consciousness, however the cgm reading was reading low. It is not known if the patient took any self-treatment after the cgm reading of low was noted, but the patient reported that when he experienced the signal loss after the low reading, he was not able to do a fingerstick as he did not have the blood glucose meter with him. The patient was brought to the hospital by his wife and felt weak and dizzy at that moment. At the hospital, the patient received unspecified treatment with glucose and could not provide more details about this. The patient also does not recall if they performed a fingerstick at that time. It was unknown how much time the patient spent at the hospital, but at the time of the report the patient was stable. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 1/22/2024. It was reported that an unknown error occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced an unknown cgm (continuous glucose monitor) malfunction for an unknown duration of time. The specific malfunction was not known, but the patient stated that during the malfunction he did not have cgm readings. The day of the event the patient was at the store when he lost consciousness because of a hypoglycemic event. Before the malfunction happened, the patient had a low cgm reading. Two minutes after the malfunction happened, the patient lost consciousness. The patient eventually self-treated with sugar and cakes but stated that he was not able to correctly manage his diabetes due to the malfunction. The patient was not able to do a fingerstick as he did not have the blood glucose meter with him. The patient was brought to the hospital by his wife and felt weak and dizzy at that moment. At the hospital, the patient received unspecified treatment with glucose and could not provide more details about this. The patient also did not remember if they performed a fingerstick at that time. It was unknown how much time the patient spent at the hospital, but at the time of the report the patient was stable and okay. Data was evaluated and investigation confirms a sensor issue on (B)(6) 2023. At 7:07 pm, the patient had an egv (estimated glucose value) of 82 mg/dl. At 7:12 pm, the app experienced sensor noise. At 7:17 pm, the patient's egvs dropped below the low alert threshold of 70 mg/dl, and the app delivered an urgent low alert with an egv of less than 40 mg/dl. The urgent low alert was acknowledged immediately. The app experienced sensor noise at 7:22 pm and 7:27 pm. At 7:32 pm, the patient's egvs returned within target range with an egv of 106 mg/dl and the allegation was confirmed. The probable cause was determined to be sensor noise under an hour. No additional patient or event information is available.